Manufacturer narrative:
Intuitive surgical inc. (Isi) received the patient side system (pss) set-up joint (suj) for failure analysis investigation. The unit was analyzed and error 32100 was confirmed indicating that the acj board reported a voltage monitoring fault reporting to the wrist brake. Visual inspection found the axis 2 encoder and proximal cable to be missing from the unit upon return, preventing further testing. The complaint was confirmed by failure analysis. The probable root cause is attributed to component failure based on electrical and fiberoptic defects.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse replaced the seet up joint (suj). The system was tested and verified as ready for use.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.